Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, lab: 1.85, (B)(6) 2010, doctor's poc meter: 2.1. (B)(6) 2010, inratio: 1.4. Caller also reported getting a qc2h error on (B)(6) 2010. Patient went to doctor's on thursday last week (B)(6) and got sample of pradaxa. She took it for a couple of days and discontinued it on sunday (B)(6). Was still taking warfarin the whole time. Also started bactrim yesterday (B)(6) after being off of it for 2-3 days.